Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was noted in the evaluation that the issue with the loose knob was determined to be due to design and has been escalated to a CAPA. The assignable root cause for the sticky trigger and component damage was due to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device failed general condition, check the saw blade coupling, trigger test. It was further reported that the trigger was sticking during operation and the device had a loose knob. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.